Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed to be within the cartridge tubing. A cartridge change was performed resolving the issue. Customer's blood glucose level was 258 mg/dl.